Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise due to emi on the implantable cardioverter defibrillator (ICD). No changes or intervention were reported. The patient condition was stable.

Event description:
New information notes that programming changes were performed to resolve the issue. The patient condition was stable.